Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The stylet was stuck in the lead and was unable to be removed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the returned stylet was removed from lead(stylet was bent/kinked in various locations). Used a fresh mdt purple stylet and test passed without issue. If information is provided in the future, a supplemental report will be issued.